Event description:
The following is based off a review of the pt's med records provided to davol by the pt's atty. On (B)(6) 1999 pt underwent a total vaginal hysterectomy and stamey retropubic urethropexy with implant of a "marlex" mesh (bard/davol flat). Based off operative details it appears the mesh was cut into small pieces and used for suture reinforcement. On (B)(6) 2010 the pt was diagnosed with sui and protruding vaginal mesh and underwent non-bard/davol suburethral sling with revision of vaginal mesh. Per operative dictation "she has had several vaginal prolapse procedures including placement and removal of mesh. Per operative findings." The mesh seems to be some kind of cystocele repair."

Manufacturer narrative:
No conclusion can be made at this time and the degree to which the bard/davol flat mesh may have caused or contributed to the reported event is unk. It was reported the pt had mesh extrusion. Extrusion is listed as a possible adverse reaction in the instructions for use. Mfg records for the device implanted 16 years ago are archived and a review of the device history was not conducted. Per the operative indication surgeon stated, "she has had several vaginal prolapse procedures, including placement and removal of mesh. At one time, she was continent, but after removal of some protruding mesh, apparently the incontinence returned. She had some posterior compartment mesh removed." Per operative findings, "the mesh seems to be some kind of cystocele repair." The pt had "several vaginal prolapse procedures." Based on the operative dictation it appears that the pt may have undergone additional procedures following the implant of the bard/davol flat mesh in 1999; however, no med records were provided. Based on the anatomical location documented in the implant operative details, it cannot be determined if additional mesh was placed in the body. If additional event and/or eval info is obtained, a follow up MDR will be submitted.